Event description:
Male pt was admitted for revision of a failed left total hip. The original hip was implanted several years ago. The product was eventually recalled by the depuy company. Pt received the recall letter and returned (B)(6) for explantation/revision of his left total hip.